Manufacturer narrative:
The catheter was returned with the distal section cut by the hosp. Due to the condition of the return, full functionality could not be tested. However, an electrical short between the tip and electrode band #4 is suspected due to the observed char at electrode band #4. Review of the device history record indicates each mfg and inspection operation were performed and reported as complete and acceptable. No evidence of a mfg error could be found.

Event description:
It was reported that the catheter was visualized fine during the la procedure, but when it was pulled back into the ra, the electrodes appeared jumbled. When the catheter was removed from the pt, char was observed on the 4th electrode. No pt consequences.